Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine monitoring, it was noted that the implantable cardiac monitor exhibited an anomaly whereby premature ventricular contractions (pvcs) were being labelled as atrial fibrillation resulting in false positives. The plan was to continue monitoring the patient. There were no patient consequences and the patient was stable.